Manufacturer narrative:
(B)(4). The customer returned one used 2-lumen PICC that was cut at the 38-125 mark. Microscopic examination revealed there was a hole in the catheter body. Based on the condition of the fracture surface and the shape of the hole it was determined that the catheter body was stressed and torn, likely caused by operational context. The returned catheter body measured 38.3cm in length. Based on the range of 49.52 to 50.8cm specified per graphic, it was determined that approximately 12cm of the catheter body was not returned. The hole in the catheter body was located approximately 8cm from the juncture hub and was 0.5cm in length. A device history record (DHR) review was performed and no relevant findings were identified. The customer reported issue of the catheter body developing a hole during use was confirmed during the sample investigation. During visual examination it was found that the catheter body had been torn. Based on the condition of the returned sample and the evidence of use observed , it was determined that the probable cause of the issue is operational context.

Event description:
The customer reports that the doctor found a hole in the PICC line. The doctor indicates we "cut this catheter too short". The catheter was removed. No patient injury reported. Therapy was reported delayed as a result of the alleged defect.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the doctor found a hole in the PICC line. The doctor indicates we "cut this catheter too short". The catheter was removed. No patient injury reported. Therapy was reported delayed as a result of the alleged defect.